Event description:
It was reported that following a thrombectomy of an upper left arm av access graft, the doctor attempted to implant a stent graft, but it failed to deploy. He used a 9f sheath for the procedure and reported that the blue outside sheath and the spring coil pulled back, but the sheath covering the stent did not pull back and release the stent. The system was removed and there was no reported injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing, the y-adapter was shifted to distal. The spring coil was slightly elongated in the proximal area. Tuohy-borst valve was not fully closed. The 2-way stop cock was open. The outer sheath showed several kinks. The stent graft was in the system and in place. Due to the condition of the sample, functional testing could not be performed. The complaint is confirmed; the cause was determined to be user-related. The condition of the sample indicates that the user released the system into the wrong direction. This was confirmed by the user. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.